Manufacturer narrative:
(B)(4). Upon receipt in our quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination of the lead revealed that the helix mechanism was partially retracted and there was dried blood/body fluid within the helix and helix housing, as well as within the window/neck region of the lead itself. Tissue was also identified within the helix mechanism. X-ray examination revealed an inner coil fracture at the distal region of the lead¿s terminal pin. Further analysis of the lead revealed that there were multiple compression marks and tears in the ethylene tetrafluoroethylene (etfe) insulation covering the inner coil on the distal side of the fracture. The type of fracture is indicative of torsion overload as a result of helix extension/retraction.

Event description:
Boston scientific received information that during the attempted implant of this right atrial (ra) lead, the lead¿s helix mechanism was first tested outside the patient¿s body. A total of eight turns resulted in extension of the helix and eight turns fully retracted the helix. When the ra lead was being positioned in the atrium, the helix could not be extended outside of the helix housing after approximately 35 turns with the lead¿s fixation tool. The ra lead was then removed from the patient¿s heart and the helix mechanism was tested outside of the patient¿s body. The helix mechanism could not be extended outside of the helix housing after 20 turns. The lead was successfully replaced and returned for laboratory analysis. No adverse patient effects were reported.